Event description:
The customer contacted physio-control to report that a service indicator is present and two event codes were logged in the memory of their device. The event codes logged in its memory may be indicative of a device failure that could result in an incorrect monophasic shock, or failure of the device to deliver defibrillation energy. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was shorted transistor q7.

Event description:
The customer contacted physio-control to report that a service indicator is present and two event codes were logged in the memory of their device. The event codes logged in its memory may be indicative of a device failure that could result in an incorrect monophasic shock, or failure of the device to deliver defibrillation energy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Initial MFR # 0003015876-2020-01619 stated there was no patient involvement. Patient involvement was reported and section b5 has been updated. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that a service indicator is present and two event codes were logged in the memory of their device. The event codes logged in its memory may be indicative of a device failure that could result in an incorrect monophasic shock, or failure of the device to deliver defibrillation energy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Initial MFR # 0003015876-2020-01619 stated there was no patient involvement. Patient involvement was reported and section b5 has been updated. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a service indicator is present and two event codes were logged in the memory of their device. The event codes logged in its memory may be indicative of a device failure that could result in an incorrect monophasic shock, or failure of the device to deliver defibrillation energy. There was no patient use reported with the event.